Event description:
It was reported that "a surgeon was using co's pencil with a valleylab esu on a facial case. He used the pencil and went to dab the area with a ray-tek sponge and it "arced" starting a small fire on the sponge. No negative pt outcome.